Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height enhanced drawer 3 1 had failed post 11.1 upgrade. The field service engineer (fse) found that drawer 3 1 opened during recovery but failed to complete the recovery process, with all pockets registering as failed. The light emitting diode (led) on the interface board was observed blinking, which indicated a connection failure to the drawer board. The field service engineer (fse) replaced the interface board, drawer controller board, and retractor band; however, the issue persisted. A firmware issue on the row boards was suspected. Due to the 1.11 reimage, the half-height drawer replacement was determined to be required for configuration to take effect. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 had failed and required maintenance. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication from the affected cubie that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.